Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "an actual sample was received for evaluation. The actual sample was able to detach with extra forces in room temperature. Upon detachment, outer diameter of connector was observed with a clean surface and no contamination observed. Tube insertion depth and connector outer diameter was measured. The result shown all within specification, thus wrong connector size assembled to tube can be ruled out. The bonding test was passed and within specification. The affected lot shown strong attachment of bonding strength test with an average more than 200n. Hence, the possibilities of connector detached from tube can be ruled as bonding strength test conducted passed the acceptance criteria. Based on the investigation conducted, the defect mode of connector separated from et tube matches with the complainant report. However, review bonding strength test for the affected lot and the results above the acceptance criteria." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the end connector on the ett becomes separated from the ett tube itself when attached to a vent circuit. Noticed it occurs when the tube is warm and moist." The original connector was removed and replaced with a larger connector. No patient harm or injury. No medical intervention required. The patient current condition is reported as "fine".

Event description:
It was reported "the end connector on the ett becomes separated from the ett tube itself when attached to a vent circuit. Noticed it occurs when the tube is warm and moist." The original connector was removed and replaced with a larger connector. No patient harm or injury. No medical intervention required. The patient current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).